Manufacturer narrative:
The MDR stated that lot number 20e19-tnv was not valid tha was not correct the lot number is valid. D.4. Medical device lot #: 20e19-tnv. H6: investigation summary an el250 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20e19-tnv. From the information provided by the customer it appears that leakage was observed from the el250 product between the neutraclear and the back check valve (bcv) components. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl, for investigation. A review of the production records from lot 20e19-tnv did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the el250 product in the past 12 months. H3 other text : see h10.

Event description:
It was reported that the bd neutral bidirectional valve experienced device damage. The following information was provided by the initial reporter: the customer states that when flushing line that was attached to patient, dripping onto sterile towel under patients arm. On flushing further appears to be a leak between green part and main clear body of the neutrox adapter. This was one of two used on the line and one attached directly to patients line. Patient still had a sterile field in place. Extension removed. Prepared additional equipment, using antt replaced neutrox connector that appeared to be leaking attached to patient and additional extension line and neutrox connector on that all replaced all using antt throughout.

Event description:
It was reported that the bd neutral bidirectional valve experienced device damage. The following information was provided by the initial reporter: the customer states that when flushing line that was attached to patient, dripping onto sterile towel under patients arm. On flushing further appears to be a leak between green part and main clear body of the neutrox adapter. This was one of two used on the line and one attached directly to patients line. Patient still had a sterile field in place. Extension removed. Prepared additional equipment, using antt replaced neutrox connector that appeared to be leaking attached to patient and additional extension line and neutrox connector on that all replaced all using antt throughout.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device lot #: an invalid lot # of 20e19-tnv was provided by the initial reporter. Device expiration date: unknown. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.